Event description:
While setting up the model 3100a for pt use, the user was unable to turn the adjustment screw on the pressure regulator and could not, therefore, perform a pt circuit calibration. There was no pt involvement.